Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. Physio performed some unrelated repairs. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer&#38112;device powers off by itself from time to time. When the customer powers the device back on, it works properly. There was no patient use associated with the reported event.